Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the map/blood pressure and heart rate were progressively and rapidly decreasing, there was a large amount of blood that started seeping through the patient's blanket. The ECMO machine had already started beginning to alarm as the flows had dropped from the patient's regular 2l to 0.4l. It was recognized that the distal perfusion cannula had become disconnected. The ECMO specialist was able to reconnect the distal cannula quickly, however the patient had already gone asystolic but circulation regained after compressions and medications. There was patient involvement, and patient harm/adverse event reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.